Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head had lack of a high-quality image. And also, gives error e238 (endoscope communication error). The event occurred, during a therapeutic laparoscopy surgery. That was completed with a similar device. There were no procedural delay. And no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 9/20/2023 h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4, h6, h11 the device was returned to olympus for inspection and the reported failure was able to confirm. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in head unit, faulty ccd unit a definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer reported issue was due to water leak in head unit, faulty ccd unit olympus will continue to monitor field performance for this device.